Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator(usm) and inner proximal setup joint(suj) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive the da vinci products involved with this complaint to perform failure analysis.

Event description:
It was reported that during a pulmonary lobectomy procedure, the staff called in to report that arm 3 kept faulting out. The technical support engineer (tse) reviewed the logs and identified repeated errors 23211 and 23210 related to the proximal setup joint(suj). The tse instructed the staff to perform a hard power cycle on the patient cart, but it faulted out again upon power up. The customer decided to proceed with three arms, there was no reported injury. Isi followed up with the initial reporter and obtained the following additional information: a robotic lobectomy of the right upper lobe was being performed. Prior to the procedure, the system's functionality was checked upon startup and found to be satisfactory. Although the procedure was ultimately completed using three arms, the surgeon reported that it was more difficult due to this limitation.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive the da vinci products involved with this complaint to perform failure analysis. In the system logs, the errors 32098,23210 and 23211 were found, confirming the fault occurred in the field. The suj was analyzed. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on a golden system in normal mode where it performed as expected. The unit was also installed on a patient side cart fixture test platform (pftp) where it passed all relevant tests with no log errors. The usm was analyzed. The unit was tested in-house on a pftp where it failed fault check. Further troubleshooting was performed with a golden axes controller motor (acm) installed and test passed. No signs of damage during visual inspection. The probable root cause of the reported issue can be attributed to an electrical/fiber optic fault of the acm within the affected usm. This issue can be resolved by disabling the affected usm and replacing it via fse service or switching to a different patient side cart (psc).

Event description:
Refer to h11 for follow-up information.